Event description:
A pt reported experiencing inaccurate high results with their meter. The pt's blood glucose results were 300, 355 and 219 mg/dl. Tests were done within 20 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.